Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no phacoemulsification during a procedure. It is unknown which handpiece was used during the event. Additional event details are unknown. Further information has been requested.

Event description:
Additional information received indicated that a physician reported no phacoemulsification power during a cataract procedure. Two handpieces were exchanged and the machine worked again during use with a third handpiece. The procedure was completed. It is unknown which handpieces were used during the procedure. It is unknown if a system message was displayed. Patient harm was not reported.

Manufacturer narrative:
The system was examined and the reported event was confirmed nor replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).